Manufacturer narrative:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed as the event is a duplicate of (B)(4). This event has been reported in (B)(4). Given this information, this medwatch will be voided.

Event description:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed as the event is a duplicate of (B)(4). This event has been reported in (B)(4). Given this information, this medwatch will be voided.

Manufacturer narrative:
(B)(4). D10 - medical devices: oxf uni tib tray sz b rm PMA; item# 154721; lot# 120460 oxf anat brg rt sm size 3 PMA; item# 159568; lot# 242190 multiple MDR reports were filed for this event, please see associated report: 3002806535 - 2023 - 00436 3002806535 - 2023 - 00438 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent a uni knee arthroplasty and approximately 5 years later a revision surgery was performed due to the loosening of the implant. Due diligence is in progress for this complaint; to date no additional information or product has been received.